Event description:
It was reported while using bd lsrfortessa¿ facsflow that was under pressure sprayed outside of instrument. There was no report of user impact.the following information was provided by the initial reporter, translated from german to english:the intermediate sheath tank leaked and exploded, flooding the table with facsflow. It was first leaking and then they took it out of the metal housing and placed it in a tub, but then it completely exploded and facsflow sprayed through the laboratory. Fortunately, nobody had any contact with it and nobody was injured.1.was the leak fluid or air? Liquid.2. Was the leak contained within the instrument? Not contained.3. Was there spray of fluid under pressure? Yes - facsflow.7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00011 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd lsrfortessa¿ facsflow that was under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the intermediate sheath tank leaked and exploded, flooding the table with facsflow. It was first leaking and then they took it out of the metal housing and placed it in a tub, but then it completely exploded and facsflow sprayed through the laboratory. Fortunately, nobody had any contact with it and nobody was injured. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes - facsflow. Was the customer/bd personnel physically in contact with the fluid? No.